Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during a patient event the device failed to capture pacing. There was no report of patient harm.